Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Self test. Pump error 63 (variable 3) was present in the device trace download due to broken trace at keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their son experienced a high blood glucose of 450 mg/dl. The customer was treated with a manual injection. The customer's parent also reported that the alarm sounds on the pump were very loud even when the audio setting was set to vibrate only, and the device would not follow the volume¿s setting. The device failed the audio test during the call. A self-test was performed during the call and the device alarmed hardware low level failure. Fill cannula was not recorded in the daily history. Troubleshooting was declined for the customer's high blood glucose. Auto mode was not in use at the time of the incident. The insulin pump will be returned for analysis.